Manufacturer narrative:
The device history record was reviewed and showed the product met all specifications during manufacturing.evaluation of the returned sample showed the 'y' adapter tip was separated from the y-adapter, and the tip was still correctly positioned within an et tube. Visual evaluation under magnification indicated that the tip of the adapter broke away from the device. The root cause for breakage of this polymer molded component could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from the netherlands stating, "part of the trach care, tip of y connector is broken off." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).